Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during a follow-up with backup vvi. Device download was performed. The device was restored. No emi exposure was noted. The patient did not experience any issues due to malfunction.